Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 233mg/dl. As the supplies in use during the occlusion alarm had been changed, tandem technical support (cts) was unable to perform a system check to determine a possible cause of the occlusion. Cts educated the customer in regards to occlusion alarms. Reportedly, the customer continued to use the pump for insulin therapy.